Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe plunger is not moving. This was discovered during use. The following information was provided by the initial reporter: material no. 328509, batch no. 8295675. It was reported that plunger is not moving because it looks like the stopper is melted in the barrel. Verbatim: lot: 8295675, 1/2 ml, 31g, 8 mm. Relion consumer stated he cannot move the plunger because it looks like stopper is melted in barrel, preventing plunger from moving. Could not use the syringe. Only happened once. Occurrence date: (B)(6) 2019.

Manufacturer narrative:
Investigation summary: customer returned one (1) loose 31g x 8mm, 0.5ml relion insulin syringe. Consumer stated he cannot move the plunger because it looks like stopper is melted in barrel, preventing plunger from moving. The returned sample was examined, and it was observed that the stopper was damaged. The damage to the stopper caused the plunger rod to be unable to move, thus confirming the alleged issues. A review of the device history record was completed for batch # 8295675 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failures. As per investigation completed by manufacturing, "on 19aug2019, holdrege received (1) loose 0.5ml, 31ga x 8mm syringe from material 328509, batch 8295675. The sample was decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the syringe found the stopper smeared up against the side of the plunger. When the plunger and stopper were removed from the barrel, the stopper remained in its deformed state. The tip of the plunger was intact and undamaged. The plunger was slightly bent and showed white stress marks about ½ inch below the thumb press. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches for this issue during the production of this syringe. Root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that relion® insulin syringe plunger is not moving. This was discovered during use. The following information was provided by the initial reporter: material no. 328509 batch no. 8295675. It was reported that plunger is not moving because it looks like the stopper is melted in the barrel. Verbatim: lot: 8295675 1/2ml, 31g, 8mm relion consumer stated he cannot move the plunger because it looks like stopper is melted in barrel, preventing plunger from moving. Could not use the syringe. Only happened once. Occurrence date: (B)(6) 2019.